Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received an " unspecified sensor" error message on the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer reported no symptoms of glycemic instability related to the adc device and self-treated with meal, insulin and "liporum 200." There was no report of death or permanent impairment associated with this event.